Event description:
The customer reported that during a laparoscopic-assisted vaginal hysterectomy, an end tone, indicating a complete seal cycle, was provided by the generator in use. The surgeon noted some bleeding from the areas that had been sealed with the device. The surgeon also noticed that there was some tissue sticking to the jaws of the device which resulted in bleeding and tissue tearing. The procedure was converted to an open procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015 to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(6) 2015. One used lf1737 was received for evaluation. The returned sample met specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found eschar caked on the seal plate and in the hinge of the jaws. The customer reported that the device was not sealing properly. There were end tones but bleeding occurred. Additionally, the device would stick to tissue and bleeding/tissue tearing would occur when the device was removed from the tissue. The reported condition was not confirmed. The device was functionally tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaw force of the device was tested with satisfactory results. The device was plugged into a force triad generator and tested on simulated tissue and functioned normally. The device was also tested on porcine kidney arteries of varying diameter and functioned as normal. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified and no sticking was encountered. The investigation found the device to function normally and within specifications. The IFU warns; do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Also, keep the instrument jaws clean. Buildup of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Manufacturing non-conformance review could not be completed since the lot number is unknown.